Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink, paclitaxel set had a hole. This occurred during priming the set. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction: d5: (update to "health professional"). Additional information: d9, h3, h4, h6 (update codes), h11. H4: the lot was manufactured between 01/13/2025 and 01/14/2025. H11: the actual device was received for evaluation. A visual inspection was performed and a cut was observed in the tubing. The reported condition was verified. The cause of the condition was determined to be a damaged performed by the packaging machines. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.